Manufacturer narrative:
Analysis on the returned computer resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the computer boots normally to the application screen. No system unresponsiveness has been observed during burn-in testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), the navigation system became unresponsive. System was rebooted two times to restore functionality. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.